Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants: (B)(6) 02-010-03-0350 - logic cr femoral cem, right, sz 5. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-02-32 - three peg patella 32mm. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2013 and then approximately 9 years, 6 months later experienced a revision surgical procedure on (B)(6) 2023. Patient was revised to competitor¿s devices. Revision operative report of (B)(6) 2023. Preoperative diagnosis: failed right total knee replacement due to poly wear. Indications for procedure: the patient had a previous total knee arthroplasty performed and was diagnosed to have symptomatic poly wear in a recalled implant. The patient has had continued pain and problems. Full infection workup and it was negative. Procedure: they exposed the joint and cleared out the supra-patellar pouch, medial and lateral gutters of the scar tissue and thickened synovium to help with mobilization of the patella. They evaluated the patella to determine what to do with the remaining patella. They cleaned off the membrane around the edges of patellar button. The button was in good shape without any wear, they decided to leave it and remove lateral overhanging osteophytes. They were able to remove the femoral component with minimal bone loss. They had minimal tibial bone loss. After completing the exposure and extensive debridement of the tibial bone to prepare the tibial bone. The new devices were implanted. The patient was placed into a knee immobilizer. The patient tolerated the procedure well. There were no complications. The patient was delivered to the recovery room in good condition. Patient to have follow up appointment in 1 week for wound check. Hospital care: admitted (B)(6) 2023/ discharged (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. There is no other information available.